Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving saline via an implantable infusion pump for spinal pain. It was reported that the patient had a motor stall on (B)(6) 2017 at 07:18 and recovered at (B)(6) 2017 at 07:52. No further information was provided. No further complications were anticipated/reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial#: (B)(4), product type: catheter. Analysis found a non-significant anomaly of motor/o ring wear on the pump. If information is provided in the future, a supplemental report will be issued.